Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on the images/cine review and the information provided by the account, a cause for the reported unintended movement associated with clip opened while locked could not be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip was advanced and positioned without issue. However, during the release phase, after the removal of the line, the clip opened from closed to about 60 degrees. It was decided to implant a second clip. Everything proceeded normally until its release. After detaching the delivery cable, it was observed that the clip positioning was not as well-aligned as it had been prior to release. Physicians proceeded with the implantation of a third clip. No interaction between the third and second clips was observed. However, at a certain point, we noticed a sudden movement of the second clip, as if the leaflet had torn and the clip was only attached to one leaflet (single leaflet device attachment /slda). The clip has detached from the posterior leaflet. The implantation of the third clip was completed without further issues, and it remained stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip was advanced and positioned without issue. However, during the release phase, after the removal of the line, the clip opened from closed to about 60 degrees. It was decided to implant a second clip. Everything proceeded normally until its release. After detaching the delivery cable, it was observed that the clip positioning was not as well-aligned as it had been prior to release. Physicians proceeded with the implantation of a third clip. No interaction between the third and second clips was observed. However, at a certain point, we noticed a sudden movement of the second clip, as if the leaflet had torn and the clip was only attached to one leaflet (single leaflet device attachment /slda). The clip has detached from the posterior leaflet. The implantation of the third clip was completed without further issues, and it remained stable.